Manufacturer narrative:
The catheter failed deflection test due to jammed deflection mechanism causing the tip of the catheter to remain on a deflected position. All unused variable lasso catheters (d-1237-xx) that were distributed prior to 03/25/08 - which could potentially display this failure mode - have been removed from the field. Recall #9673241-03/25/08-001-r-variable lasso catheter (d-1237-xx) recall. In additional, a corrective action has been opened to address and resolve this issue.

Event description:
It was reported that a lasso catheter was removed from the sterile packaging and as the deflection mechanism was tested, it was found that the deflection was not as expected.